Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after inserting an intraocular lens (iol) into the patient's eye, a thin string-like white material attached to the posterior surface of the iol was noticed during the irrigation/aspiration (I/a) procedure. Reportedly, the surgeon used the I/a handpiece to vacuum away the material. After the material was removed, the surgeon noticed a very faint line or a scratch underneath the lens that it was approximated the length or half the length of the material removed. No patient impact was reported. No further information was provided. The same issue was reported on two lenses; therefore two reports will be filed. This MDR is for lens 2 of 2.